Manufacturer narrative:
(B)(4). Concomitant products: 12-151309 echo fx 9mm std 308400; 163663 28mm dia cocr mod hd 627950. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04999, 0001825034-2017-05261 and 0001825034-2017-05261. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient alleged to pain and swelling seven years post-implantation. No revision has been reported to date.